Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2024-07-31, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.